Event description:
It was reported that the patient presented to the ER (emergency room) with multiple inappropriate shocks. Upon interrogation, it was noted that the rv (right ventricular) lead was fractured, due to noise and high impedance greater than 4000 ohms, that was observed. The lead was replaced, and no further patient complications were reported as a result of this event. The device was removed at the same time due to a field advisory. A medwatch form 3500 was subsequently received reporting that the patient presented to the ER with complaints of inappropriate shocks due to ICD malfunction.